Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014. The treatment was delivered at 15:38:28 while the patient was in a sinus rhythm at 93 bpm with tall t waves. Multiple counting contributed to the false detection. Per the distributor, the patient was driving at the time of the treatment and the patient's spouse alleged that the response buttons were pressed multiple times to delay the treatment. A review of the patient's ECG and flag files shows that the response buttons were pressed after the treatment. A review of the patient's ECG and flag files shows that the response buttons were pressed after the treatment was delivered. The patient went to see a physician following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 01/2013 - reuse, electrode belt (B)(4): 02/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.